Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the pump display was not showing the "normal display screen" and the pixels were misaligned. The display issue blocked graphics and text on the screen. The customer's blood glucose level was 455 mg/dl and was addressed with an insulin injection. The customer confirmed that an alternate method of insulin delivery available.

Manufacturer narrative:
Corrected data: remove returned to manufacturer date. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.